Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, nine hrs later the pt complained of pain and was found to have a large hematoma. Manual compression and a c-clamp were applied for 1.5 hrs, following which the pt was noted to have good pulses and the hematoma was resolving.